Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dizzy. The right ventricular (rv) lead exhibited high impedance, undefined impedance, impedance spikes, no capture, undersensing, high thresholds, polarity switch, and was fractured. The lead was capped and replaced. No further patient complications have been reported as a result of this event.